Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged 17 false positives occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: reviewed logs and found dq and transient failures+rack offline issues. Customer problem: customer reporting false positives in relation to case (B)(4), they moved 17 bottles to this instrument and all reported false positive. Steps taken with customer/troubleshooting: confirmed bottles were removed sub cultured offline and gran stain all the bottles. Next steps: customer wants log file pulled via epicenter and reviewed for any potential issue that could have resulted to false positives. Fb441386 / dq and transient failure drawer c rows a/b. It was reported that fb441386 / dq and transient failure drawer c rows a/b.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged 17 false positives occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: reviewed logs and found dq and transient failures+rack offline issues. Customer problem: customer reporting false positives in relation to case (B)(4), they moved 17 bottles to this instrument and all reported false positive. Steps taken with customer/troubleshooting: confirmed bottles were removed sub cultured offline and gran stain all the bottles. Next steps : customer wants log file pulled via epicenter and reviewed for any potential issue that could have resulted to false positives. Fb441386 / dq and transient failure drawer c rows a/b. It was reported that fb441386 / dq and transient failure drawer c rows a/b.

Manufacturer narrative:
H.6. Investigation summary: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and reseated the racks. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was row board to rack connection failure. CAPA has been opened to address offline connectivity issues. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode.